Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that during testing at the user facility, the device air in line alarm did not work. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. However, during verification testing at the service ctr, corrosion due to battery leakage was found in the battery compartment of the device.